Event description:
The pt service representative (psr) assisting a (B)(6), male, pt, contacted zoll lifecor customer support service to report that the pt's response buttons were damaged. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.